Manufacturer narrative:
Device received with missing segments due to cracked lcd glass. Unable to perform the displacement test and self test due to missing segments.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a partial display. The customer¿s blood glucose level was 109.8 mg/dl at the time of the incident. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.